Event description:
It was reported that the device was used during a hand assisted laparoscopic colon procedure. The iris seal split and tore within the first few minutes of using. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 2/26/2009: information anticipated, but unavailable at this time.